Manufacturer narrative:
Occupation is a lay user/patient. The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient¿s meter was provided for investigation and was tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.6 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. During the investigation, error 4 was observed in the meter¿s error log on three occasions on (B)(6) 2021 at 11:45 am, 11:49 am, and 2:11 pm. This error is often caused by applying the drop of blood before the countdown has begun. The investigation did not identify a product problem.

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a coaguchek meter with an unknown model and serial number. The result from the patient¿s xs meter at 11:42 am was 6.6 inr. The result from the doctor¿s meter at 1:00 pm was 4.6 inr. The patient¿s therapeutic range is 2.5- 3 inr.